Event description:
It was reported that externalized conductors were found on the rv lead via diagnostic imaging during generator change out. There is an abandoned rv lead in the patient and it was unknown as to which lead was compromised. The active lead was tested with no anomalies found. Lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.